Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was having issues with the endowrist one vessel sealer instrument not sealing. The customer swapped the endowrist one vessel sealer instrument for another one and the issue was resolved. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.